Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), atrial sense led was green. The atrial sense led colour failed the incoming test, the led is green instead of blue, the main seal is damaged. It was also determined at analysis that the main pc board had an incorrect part and the grommet was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), atrial sense light emitting diode (led ) was green. The epg was returned for analysis. No patient complications have been reported as a result of this event.